Event description:
The report received from the field indicated that while attempting to treat an aneurysm, when withdrawing a 7 x 21 complex standard trufill dcs coil from the aneurysm, the physician "felt the coil stretching" and continued to withdrawn the coil, which stretched and then prematurely detached. The coil delivery system was removed orm the microcatheter (prowler plus), and a coil pusher was used to trap the stretched/deteached coil against the microcatheter (mc), allowing the coil to be successfully removed. There was no report of any adverse effects to the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.